Event description:
The customer reported that the joystick was not functioning causing a loss of motorized motions. This is a critical feature for the functionality of this type of system. This would effectively render the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mcu board was replaced. The system was then found to be operating as intended.